Event description:
While troubleshooting another issue the field service engineer found the white blood cell (wbc) analysis of the coulter lh 780 hematology analyzer was erratic. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 3/18/2015. The fse found that the wbc apertures had deposits of debris that were causing the wbc analysis to be erratic. The fse cleaned the wbc apertures, which resolved the erratic wbc analysis. The repairs were verified per established procedures. (B)(4).